Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure."

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a manipulation procedure on (B)(6) 2015 due to stiffness and patient noncompliance. The tibial bearing was removed and reinserted.